Manufacturer narrative:
Product recall initiated 2007. No product is being retunred for evaluation.

Event description:
Service notification simply states: "post-op reaction. Original procedure date 1997". Aerobic and anaerobic cultures were done as well as irrigation and debridement deep. Irrigation was done with 3 liters of pulse lavage, curette was used to free everything up. The doctor will let her be weight bearing as tolerated, return to clinic in 10-14 days for follow-up and appropriate analgesics will be prescribed.